Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 2 in the patient's mouth, the implant did not achieve primary stability. The implant was torqued to 10 ncm. The clinician reported the patient's infection, a sinus membrane perforation and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.